Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance spikes. The lead was examined during a device replacement procedure due to elective replacement indicators (eri), and was found to exhibited consistent, acceptable impedances measurements through both the analyzer and the new device. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for rv.pace lead z on (B)(6) 2012 03:00:03 and (B)(6) 2012 03:00:03. Daily pace lead impedance log data shows an abrupt increase for rv pace= 808 to 2304 ohms peak between (B)(6) 2012. Battery voltage - battery depletion indicated/eri: time of eri in save to disk on (B)(6) 2009 device eri<=2.62 volt, and device eol reached 3 months after eri. Weekly battery voltage trend data shows min b(v)=2.61 to 2.58 volts minimum between (B)(6) 2010 and (B)(6) 2012. 1 - patient alert for low bv on (B)(6) 2009 03:00:02 and (B)(6) 2012 03:00:03. Battery voltage - long charge time, not eri (tachy): 1- patient alert for long charge time =16.43 sec on (B)(6) 2012 23:20:04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance: 2 - patient alerts for rv.pace lead z on (B)(6) 2012 03:00:03 and (B)(6) 2012 03:00:03. Daily pace lead impedance log data shows an abrupt increase for rv pace= 808 to 2304 ohms peak between (B)(6) 2012 and (B)(6) 2012. Battery voltage - battery depletion indicated/eri: time of eri in save to disk on (B)(6) 2009 device eri<=2.62 volt, and device eol reached 3 months after eri. Weekly battery voltage trend data shows min b(v)=2.61 to 2.58 volts minimum between (B)(6) 2010 and (B)(6) 2012. 1 - patient alert for low bv on (B)(6) 2009 03:00:02 and (B)(6) 2012 03:00:03. Battery voltage - long charge time, not eri (tachy): 1- patient alert for long charge time =16.43 sec on (B)(6) 2012 23:20:04. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The battery depletion was found to be normal and met expected longevity.